Manufacturer narrative:
When delivered, the lead was cut 10.5 cm distal to the is-1 connector pin. The proximal and distal leads fragments were returned and extensively analyzed. During the analysis, multiple signs of abrasion were noted along the lead body. In particular, in the distal region of the lead there was insulation was worn-through. This damage is likely the cause of the clinical observations. The location and characteristics of the abrasions suggest strong mechanical stress on lead in the region of the tricuspid valve. Substantial lead movement should be taken in consideration. X-ray images or other diagnostic images, which provide information about the location of the implanted system in relation to each other while in the body, were not available for analysis. Additional damage, which was found during the analysis, is presumably due to the explant process. There was no evidence of material or manufacturing defects.

Event description:
Ous MDR - it was reported that the lead was explanted about 36 months after the implantation. Homemonitoring displayed warning messages regarding the pacing impedance, sensing amplitude, and safety margin. No deterioration of the patient&#62688;state of health was reported.